Manufacturer narrative:
The excor blood pump, s/n (B)(6) was on the patient since (B)(6) 2024 until the time of the pump exchange on (B)(6) 2024 (75 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications.

Event description:
Berlin heart gmbh clinical affairs (ca) was informed by the japanese distributor on 2024-06-12 to report that a cerebral hemorrhage occurred on (B)(6) 2024 in a patient being supported with excor blood pump pu valves; 15 ml, in/out ø9mm. The clinic performed a craniotomy on the patient twice on (B)(6) 2024. On (B)(6) 2024 the excor blood pump was replaced due to thrombus formation. The next day, heparinization was resumed. After that, intracranial pressure increased due to cerebral edema caused by multiple cerebral infarctions. On (B)(6) 2024 the patient was transitioned from the excor pump to a centrifugal pump. According to the report, the pump functioned as intended with complete fill and ejection at the time of the event.